Event description:
It was reported that the patient presented for a cardiac bypass procedure. During the device check prior to the surgery, an increased in threshold and high impedance was observed. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.